Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2004, this pt was implanted with a gore excluder aaa endoprosthesis. In 2006, an additional gore excluder aaa endoprosthesis aortic extender component was implanted to treat an endoleak (type unk). The endoleak was successfully treated and the pt tolerated the procedure. No further information is available.